Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not observe insulin drips exiting the infusion set tubing or cartridge pigtail during the load fill tubing process. Reportedly, the customer used insulin that was beyond labeling. Tandem technical support educated customer on insulin and cartridge labeling. Reportedly, the cartridge was changed and insulin delivery was resumed. The customer's blood glucose level was 321 mg/dl.